Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-17764. It was reported that the patient experienced ineffective therapy after going back to the chiropractor. Troubleshooting revealed the l5 lead had migrated. As a result, surgical intervention was undertaken on (B)(6) 2021. During the procedure the s1 lead also migrated due to connecting scar tissue; therefore, both the l5 and s1 leads were explanted and replaced to address the issue.